Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient developed an infection at the abutment site. On (B)(6) 2012, the patient was prescribed a two week course of cefdinir, 300 mg, however, symptoms did not resolve. The patient was then prescribed a two week course of augmentin (date and dosage not reported). Surgeon reports that patient experienced loss of osseointegration, in (B)(6) 2013 (specific date not reported) due to reoccurring infection. The patient was reimplanted with another manufacturer's device on (B)(6) 2013.